Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d144drg, ICD. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had high impedance. Both rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 7984 ohms in the week before (B)(6) 2014. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.